Event description:
Information was received indicating that a smiths medical level 1® fast flow fluid warmer disposable was noted not to be priming at the lowest section. There were no reported adverse effects.